Manufacturer narrative:
Device evaluation: the echo-hd-19-a device of lot c1994187 was returned open with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on (B)(6) 2023. The returned devices lab findings and observations can be referred through the attached files. On evaluation of the devices the following observations were made: distal end of needle examined, and break observed approx. 5.5 cm from tip of sheath (ipe of ruler (ipe 0402)) stylet removed from device with no issue, stylet examined and no issue observed, stylet reinserted into device with difficulty. Needle removed from the device and proximal kink observed on needle below sheath extender, sheath extender able to advance and retract without issue, needle able to advance and retract without issue. Clarification was requested from customer as below: ¿-could you please ask if the above kink and break were observed prior to the device getting shipped back to cirl? No. -the distal end of the needle that was observed to be broken was not returned with the device. Would you be able to advise where the missing piece is? Kindly be noted the whereabouts of the missing distal piece of needle is unknown. Would you confirm that no piece detached inside the patient? No piece detached inside patient. -if the piece did not detach inside the patient, would you please confirm with the customer that the missing piece is not in the endoscope? No. -could you confirm with customer whether device was damaged in packaging before removal or on removal from packaging? Customer confirmed the issue was detected during procedure.¿ it is possible that the distal end of needle broke of during handling after the procedure and got lost at user facility during the returns process as it was not returned with the rest of the device. It is also possible that the kink below the sheath extender could have occurred during transportation /device returns process as the customer did not observe this after the procedure. The stylet was reinserted into device with difficulty during lab evaluation this would most likely be due to the observed proximal kink. Customer attached images and the distal end of the needle is observed to be bent. Manufacturing records: prior to distribution, all echo-hd-19-a devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-19-a of lot number c1994187 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the lot number c1994187. Instructions for use and/label: the notes section of the instructions for use, (ifu0050), which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause for the distal needle kink could be attributed to the needle tip bending during set up or at insertion down the scope during endoscopy channel advancement. It is stated in q.13 in the additional questions that force was required to remove the device therefore its possible that the needle kinked at insertion. Another possible root cause could be attributed to the needle bending upon encountering a hard lesion during needle advancement. It may be noted that proximal kink below the sheath extender observed during the lab evaluation as the customer did not observe this after the procedure. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Summary of investigation: according to the initial reporter, user opened the package and advanced the device through endoscopy working channel to target area but found out the needle cannot puncture into target area, user detected the needle bent afterward. Confirmed quantity of 01 device, confirmed used. Investigation findings conclude that a possible root cause for the distal needle kink could be attributed to the needle tip bending during set up or at insertion down the scope during endoscopy channel advancement. It is stated in q.13 in the additional questions that force was required to remove the device therefore it¿s possible that the needle kinked at insertion. Another possible root cause could be attributed to the needle bending upon encountering a hard lesion during needle advancement. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed based on customer and/or rep testimony.

Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 2024.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User opened the package and advanced the device through endoscopy working channel to target area but found out the needle cannot puncture into target area, user detected the needle bent afterward. User changed to a 19g needle to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."